Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted blood tests confirmed the presence of (B)(6) and an echocardiogram showed vegetation on the patient's leads. It was also reported the patient was treated with antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to sepsis. The device system will be replaced at a later date. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient had been admitted to the emergency room for septic shock and then was treated with antibiotics. A computerized tomography (CT) scan also showed a pleural effusion.